Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
An adverse event was reported for patient no 9 in the (B)(6) study at (B)(6). Surgeon reported to crm that the patient experienced aseptic loosening of the cup starting 2007-(B)(6). Revision of cup to new trident cup. He further reports that a second revision to a cemented cup was done.